Event description:
During an in-clinic follow-up, episodes of inappropriate automatic mode switch were observed on the right atrial (ra) lead. Insulation damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.